Manufacturer narrative:
The patient age was not provided. (B)(4). Approximate age of device - the serial number was not provided. The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
On (B)(6) 2017, the patient was implanted with a left ventricular assist device as a bridge to heart transplant. It was reported that the patient¿s pump was connected to the mobile power unit (mpu) and the patient felt a sudden increase in pump speed, which resulted in physical discomfort and chest pain. The patient exchanged power sources from the mpu to batteries and the problem resolved. The system controller log file did not capture the sudden speed increase event; however, it did show that the patient's mpu lost a/c power possibly due to the power cord coming loose. No further information was provided at the time of this report.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported event of a speed increase and pump noise was not able to be confirmed. Two log files provided by the customer were reviewed, and normal operation was recorded. On (B)(6) 2018, the periodic log file (which was set to record every hour), indicated that the system was powered by a mobile power unit. The system controller backup battery in use counter was 9. The next entry recorded later that day revealed that the system was powered by 14v batteries and the system controller backup battery in use counter was 11. This could be an indication that the power to the system controller was lost prior to connecting to batteries. The investigation was unable to determine if the event was related to both power cables being disconnected at the same time or the external power was lost. There were no atypical speed changes recorded during this time; however it should be noted that the periodic log file was set to record every hour. The mobile power unit was not returned for evaluation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.